Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and legal manufacturer's final investigation. The device was returned for inspection and the customer's reported issue was confirmed. The fiber was broken and burnt at the strain relief point. It was further noted that the fiber was kinked in the mid-section of the fiber body and the distal tip was intact and appeared unused a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than a year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the customer's reported issue of, burning/smoking, was caused by the fiber breaking but the exact cause of the breakage cannot be specified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed using a different tfl-fbx200bs.

Event description:
It was reported, the single use fiber sparked and smoked when it was plugged into the laser system. The issue occurred during preparation for use of a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is linked to the following patient identifier (B)(6).